Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 551 mg/dl. The customer was hospitalized on (B)(6) 2015 at 9 am for the diabetic ketoacidosis. The customer states that their insulin pump stopped alarming to notify the customer that insulin was not being delivered. Customer was wearing the pump at the time of hospitalization. The customer felt symptoms of vomiting. The customer called the ambulance for assistance. The customer did not mention any form of treatment for their blood glucose levels. The customer sent their insulin pump back for analysis.